Event description:
During a laparoscopic assisted vaginal hysterectomy the second and third firings of the ets-flex misfired. The distal left side had no staples form. A new instrument was used to complete the case. There was no consequence to the patient. Four tr35w reloads, lot #k4649y, will be returned with the instrument.

Manufacturer narrative:
Visual inspections & results: batch number; abc k00v8y d k0. Cartridge pan in place/condition; abcdef yes/good. Condition of drivers; abcdef good. Lockout tabs on pan condition; abcdef fired. Position/condition of wedge sleds; a partially fired bc. Functional tests & results: condition of clamp first lockout; good. Condition of clamping mechanism; good. Condition of firing mechanism; good. Condition of knife; good. Condition of wedge bands; good. Is hyper lockout condition present; no. Result of attempted firing; good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Cartridge a was returned with broken towers, which indicate a wedge band bypass. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.